Manufacturer narrative:
The getinge field service engineer (fse) that discovered the unit was out of specification. Upon inspecting the unit, the fse confirmed 0.809v reading on the solenoid board with blood back in the glass tubing. To fix the issue, the fse replaced the solenoid driver board (0670-00-0639e) and adjusted the board to specification. The fse then performed a pm service, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) had a blood back voltage reading of 0.803v. There was no patient involvement.